Manufacturer narrative:
Device not received by manufacturer. B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system failure: acu watchdog failure. There was unknown patient involvement.

Manufacturer narrative:
Corrected data: d4 ¿ UDI h3: product was not returned, and no photographic evidence was provided to aid in this investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. We are unable to determine a probable cause for the customer report of watchdog failure error.